Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results when he compared his coaguchek xs meter with serial number (B)(4) to the nurse¿s professional roche meter. The nurse used her test strips on both her meter and the customer¿s meter. The result from the customer¿s meter at 8:52 a.m. Was 3.3 inr. The customer was tested on the nurse¿s professional roche meter at 8:52 a.m. And the result was 2.3 inr. No treatment was administered. The customer and the nurse thought the result of 2.3 inr was correct. On (B)(6) 2017, the customer was tested at the laboratory by an unknown method and the result was 2.3 inr. This result was also believed to be correct. The customer¿s therapeutic range is 1.8 ¿ 2.5 inr. There was no allegation that an adverse event occurred. The customer is currently in good condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. There have been no changes to the customer¿s warfarin dosage, no new medications, no diet changes and no recent illness. The customer had no symptoms of bleeding or bruising. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. Upon review of the meter memory it was determined that the strip lot used was 176192. No result of 3.3 inr appears in the meter memory with the date of 04/10/2017 which is the alleged date of the event. There are no results in the meter memory with the date of (B)(6) 2017. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.4 inr. Donor #2 inr: 2.4 inr. Donor #1 hct: 38%. Donor #2 hct: 48%. Donor #1: master lot: 3.4 inr. Donor #1: customer¿s meter and master lot: 3.4 inr. Donor #2: master lot: 2.4 inr. Donor #2: customer¿s meter and master lot: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the medications listed are currently known to interfere with the accuracy of the test results. Relevant retention test strips (176192) were tested in comparison with the current master lot coaguchek xs pt test strip (124158). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.